Manufacturer narrative:
The axium coil will not be returned for evaluation as it was implanted in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the information provided, the customer did not confirm coil detachment after an attempt to detach the coil manually. Per the axium coil instruction for use: successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move. To confirm detachment, gently pull on the proximal end of the implant delivery pusher. If it moves freely from the hypo-tube, the system is detached properly.

Event description:
Medtronic received information that a coil detached in an unintended location. It was reported that during a stent-assisted coiling treatment of 6 mm of cerebral aneurysm, this coil did not detach manually. The physician decided to remove the coil, however, during the removal attempt, the coil detached from the pushwire. It was reported that the coil was migrated from the aneurysm. However, since the coil was jailed between the stent and the parent artery wall, no further action was required and the procedure was completed successfully. No patient injury was reported as a result of the procedure.